Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: when dr. (B)(6) used the endo gia universal handle (030449) with the 1st endo gia 45-3.5mm reload on the patient's rectum (test has been carried out before application), she found that the jaw couldn't be fully closed after re-positioning. She opened the 2nd endo gia 45-35mm reload on the same handle (test has been carried out before application). The jaw could be closed for firing and intact staple line was formed, but dr (B)(6) claimed that she needed to use extra force to fire the reload of which she thought that was not normal. She opened a new set of handle and 45-3.5 reload (2nd handle and 3rd reload). The reload was fired with the use of normal force. However, the staple line was not intact and some malformed staples were found. To complete the rectum transaction, dr (B)(6) used the endo gia 30-3.5 roticulator (30852) on the remaining part with proper staple formation. After that dr. (B)(6) performed the end-to-end anastomosis with the use of jnj circular stapler cdh29. She carried out the leakage test after the double stapling, but the test result was failed and she found that there was a 1.2 cm leakage along the linear staple line at the "dog-ear" near the anastomosis point. Finally, dr. (B)(6) needed to convert the surgery from laparoscopic to open in order to suture that leakage point. The surgery time has been extended for more than 30 minutes. Besides the poor staple formation, difficulty in unloading the defected reload from handle was reported. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc.